Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient, the device displayed an unknown "self check fault" message and stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the forensic data showed breaths were delivered seconds after the device settings were set and continue until a patient disconnect is recorded. No other advisories that could cause the device to stop ventilating were observed in the forensic data. No trend is associated with reports of this type.